Event description:
It was reported that patient underwent a revision procedure of his artificial urinary sphincter (aus) due to unknown reasons. Device was double cuff. A new cuff was implanted. No information about the patient outcome is available at the moment. Additional information was received. Patient experienced recurring incontinence. No adverse patient effects.